Event description:
Explanting physician reported rupture. The device has been explanted and replaced. This record relates to the left side.

Manufacturer narrative:
Additional, changed, and/or corrected data: a.2, a.6, b.3, b.6, d.6a, d.6b, h.6. Device evaluation: device photograph(s) for the device related to the reported event of rupture requested on 28 july 2023. It is not possible to determine the lot number or catalog number through the photos provided. Visual analysis of the photographs identified: ¿ rupture: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. Additional observations: ¿ red encapsulation was observed on the shell. ¿ creases are observed. No further actions are required since no issue in the manufacturing of the device is observed.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, 1 opening assessed, as unidentified (tear) opening (shell thickness was within specification). No other observations observed. No further actions are required, as no manufacturing issues are observed.

Event description:
Healthcare professional reported, left side rupture. Diagnosed by ultrasound and mammography. Device has been explanted and replaced with a non-allergan device.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Explanting physician reported rupture. The device has been explanted and replaced. This record relates to the left side.

Event description:
Healthcare professional reported left side rupture. The device has been explanted and replaced.